Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system. Investigation is on-going.

Event description:
Pt was implanted with sternal locking x plate construct on sternum on (B)(6) 2012. Pt also had previous clavicle injury. Manubrium plate was placed lateral near the clavicle. It is reported there was too much movement in that area which caused a non-union. Pt was returned to the operating room on (B)(6) 2012 and the plate and ten (10) screws were removed. No hardware was replaced. This is 9 of 11 reports for the same event.